Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.